Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The remstar autoa-flex device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, found contamination of dust. The device displayed error codes 053 (err_comp_log_sem_timeout). The device was scrapped.